Event description:
Medtronic received a report that two coils were stuck in the middle section of the catheter. The patient's blood flow was normal and their vessel tortuosity was normal. No other information was known or available.

Manufacturer narrative:
Product analysis: ¿ equipment used: video inspection system (m-78210), ruler 200cm (m-83361), camera (panasonic lumix dmc-zs5) ¿ as found condition: the concerto coil was returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened concerto outer carton and inner pouch. The micro catheter used during the event was not returned. In addition, the model and lot number were not provided therefore compatibility could not be assessed. ¿ visual inspection/damage: the concerto coil was returned within introducer sheath. The introducer sheath was found correctly assembled on the pushwire with the wavelock at the proximal end. The concerto psuhwire was found to be bent at ~65.6cm from proximal end. In addition, concerto pushwire was appeared to be broken at ~142.0cm from proximal end and retained by wire. Blood was present within introducer sheath. The concerto implant coil was found to be detached from pushwire. The concerto implant coil was found to be damaged within introducer sheath. No other anomalies were observed. ¿ testing/analysis: the implant coil was unable to be pushed out from the introducer. The concerto coil could not be used for testing with an in-house microcatheter due to its damaged condition. ¿ conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/ stuck in catheter¿ was confirmed as the concerto implant coil and pushwire were found damaged. Possible causes for coil resistance in catheter are, but not limited to, use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the concerto coil prior to use, damage/kink to pushwire and lack of continuous flush during delivery. The concerto implant coil and pushwire were found damaged. It is likely that the damage to the concerto implant coil and pushwire occurred during the attempt to push the coil through the micro catheter against the reported resistance. Other possible causes for coil/pushwire damage are: lack of hydration before procedure, user does not maintain continuous flush. The patient's vessel tortuosity was normal. It was reported all devices were prepared as per the instructions for use (IFU). Information regarding lack of hydration before procedure and continuous flush was not provided. Therefore, any contributing factors could not be assessed. Since the micro catheter used in the event was not returned, any contribution of the micro catheter towards the ¿coil resistance/stuck in catheter¿ could not be assessed. As the model and lot number of the micro catheter was not reported, compatibility could not be assessed. The event is reported at this time based on analysis results which indicated a reportable event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.